Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and it was found that the inner insulation of the lead dev eloped a breach due to mio (metal ion oxidation) while in vivo.

Event description:
It was reported that the atrial lead had high threshold and low impedance measurements. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: (B)(4) implantable pulse generator 2009 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.